Event description:
It was reported that an arteriotomy closure was attempted in an unspecified vessel using the proglide device after an unspecified procedure. Reportedly, the sutures snapped in half. The method used to achieve hemostasis was not specified. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the poglide device. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation indicated the whole monofilament was returned with the device. The posterior cuff and needle tip were still attached to the rail end, the link was pulled from the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during plunger withdrawal. Based on the investigation findings, the reported experience of suture snapped in half was not confirmed and a cause could not be determined. No manufacturing deficiency was detected. Review of the device history record did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met acceptance criteria. A query of the complaint handling database did not reveal any similar incidents for this lot. Based on the investigation, no lot product deficiency was identified.